Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left atrial appendage closure procedure, a cardiac tamponade occurred. Double transseptal punctures were performed and the ice catheter and a stiff guidewire were advanced in to the left atrium. The patient became diaphoretic and complained of feeling unwell. The left atrial appendage closure device was placed successfully; however, the patient became hypotensive and unresponsive. CPR and ventilation were initiated and an echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed. The patient was placed on bypass and surgical repair of a perforation in the upper left atrium was performed. The closure device was removed as it was displaced during CPR. The patient stabilized and was recovering in the ICU at the time of this report. There were no performance issues with any sjm device.